Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g, insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Pump passed displacement test and self-test. Retainer ring damage was noted, but tested with a test p-cap and test p-cap was successfully able to lock in place. No pump error 4 or 53 alarms during testing. Successfully downloaded pump history files/traces using thus. Pump error 53 found in history on event date of (B)(6) 2022 at 06:01:48.000 (esf#: esf1746336, file number: 26, line number: 3148) and pump error 4 was found in history on event date of (B)(6) 2022 at 06:01:46.000 (file number: 32010, line number: 2725). The following were found during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, label damage (stained serial number), cracked retainer. Pump errors 4 and 53 confirmed due to software anomaly. Pump error 54 unknown as it is not present in history or traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.